Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not yet received the replaced surgeon console (sc) head sensor transmitter for failure analysis. Therefore, the root cause of the customer reported failure could not be determined. A follow-up MDR will be submitted if the part is returned (post failure analysis evaluation) or if additional information is received. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted gastrectomy procedure, the user was unable to control the universal side manipulator (usm) arms and the system displayed "remove any obstructions from the surgeon console viewer" message. The customer received phone assistance from the technical support engineer (tse). Upon verification, the user confirmed no obstruction between the surgeon console (sc) head sensors. Troubleshooting was attempted by cleaning the lens of the sc head sensors and performing an emergency power off (epo); however, the issue persisted. The surgeon made a decision and elected to convert the procedure to traditional laparoscopic surgery. No further issue reported. No known impact or patient consequence was reported. Isi followed up and obtained additional information from the isi field service engineer (fse) indicating that the da vinci system was inspected by the customer prior to use. The issue occurred 30 minutes after initiating the procedure. The patient side cart (psc) had been docked; however, the instruments has not been moved at the time of the event. An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During field evaluation, the fse identified an issue with the left sc head sensor transmitter. After replacement of this part, the system was tested, confirmed no further issue and verified as ready for use.

Manufacturer narrative:
4307. Intuitive surgical, inc. (Isi) received the replaced surgeon console head sensor transmitter involved with this complaint and completed the device evaluation. Visual inspection of the returned part found no physical damage. Failure analysis with an in-house system confirmed the customer reported event. During testing, the test system displayed a "the surgeon console viewer block" error prompt. This indicates an electrical fiberoptic defect on the returned part.